Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Event description:
There were issues with 2.0 french vygon double lumen PICC lines leaking. Lines were removed.

Manufacturer narrative:
Since we did not receive the faulty sample or an image showing the defect, an investigation cannot be conducted. The error pattern could neither be confirmed nor ruled out. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. Concerning this, there are some warnings in the IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Unfortunately, the customer did not specify if a water-based or alcohol-based disinfection was used. The customer reported that the catheter was used for 28 days before the issue occurred. A review of the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter undergoes flow and leak testing during production as part of the quality control process. A two-year review of vygon USA's complaint data indicates that there were four additional reported complaints of leakage/breakage issues associated with product code 1252.232m, two of which originated from this facility.

Event description:
There were issues with 2.0 french vygon double lumen PICC lines leaking. Lines were removed.